Event description:
Complainant alleged that while attempting to treat a pt, the associated device failed to discharge using these internal handles. Complainant indicated that the clinician obtained another set of internal handles to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.